Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported universal surgical manipulator (usm) 1 was stiff to move and the surgeon also noticed it during the case. Site was going to do the next case using usm 2, 3 and 4 and not usm 1. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon abandoned the affected usm. The surgery was completed robotically with 3 remaining usms. The usm in question was undocked, stowed, and the previously stowed usm was then docked and used to complete the case with 3 usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The setup joint (suj) was inspected and found to have fiber cable damage. The error was visually confirmed and replicated. The brake clamp would be upgraded.

Event description:
Refer to h11 for follow-up information.